Manufacturer narrative:
The pump was received with a blank display due to a corroded battery cap contact. The pump was tested with a test battery cap, and the pump gave an off no power and failed battery test alarm due to the corroded battery tube. The pump also had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. After inserting a new battery, the insulin pump powered off. The battery was not lasting as long and it was not latching correctly. She noticed battery acid in the compartment and in the battery cap, after the battery ruptured in the insulin pump. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.